Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for months now probably 6 months or better sometimes they felt like the ins therapy would shut off and then turn back on, when they felt like the therapy shut off it made their legs feel weak. For a couple weeks the pt was having a lot of pain in their back, it was feeling the same as before their ins surgery was done. The pt said the last time somebody met them at their doctor office they reprogramed the therapy to go in different area. Pt then noted in the last 3 or 4 months the pt did not feel like the ins was keeping a charge like it used to. The patient was redirected to their healthcare provider to further address the issue. Agent provided pt nas phone number. Agent also sent a message to local medtronic reps. Patient called back stating they were told by previous agent to call patient services back if they had not heard from a medtronic rep. Patient repeated how they have had back problems for the last two weeks. Patient stated that they want to be re-programmed. Agent reviewed that email to local reps was sent, and that agent would send follow up email to local reps. Patient stated they were unsure if they would still see same hcp as they were sent a letter stating they would be moving. Patient stated they had not been back to hcp since their battery was replaced in 2018, and normally a rep would meet the patient half way or meet the patient at their primary care office. Agent redirected patient to healthcare provider to confirm physician. Case re-opened due to rep email response. Agent reviewed response and closed case. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they called last thursday to talk to someone about getting someone to come and reprogram their stimulator because it's not hitting the spots that it needs to be hitting. Patient mentioned that they had their doctors office page a rep and that they spoke to a rep; patient added that the rep said they are in the wrong territory and need a rep from their area. Patient noted that they were told a rep would call them but they have still not heard anything from anyone and need help as soon as possible as they have missed some work and are in pain. Patient stated that they used to have a rep but don't know what happened to the rep and the old process they used to follow. Patient stated they are in so much pain that they can't even hardly walk. Patient also mentioned that they have been having issues with their implant for probably 6 months or better and that the stimulation will go off and then back on. Patient mentioned that sometimes they feel like they are charging way too much or the implant is not keeping the charge. Patient said the pain they are feeling right now has been going on for a couple weeks and it's just getting worse. Patient inquired about if they have to go to the hospital if a rep can be paged out; agent reviewed information. Patient asked about their MRI eligibility and did not know what MRI mode was; agent reviewed information and MRI mode with patient. When asked for an event date; patient reported their stimulator has been acting up for probably 6 months and the current pain they have has been going on for a couple weeks and getting worse and that the implant is not working like it's supposed to. Patient added that they never had to take pain pills but ever since their replacement they have been struggling a little. When asked for a managing hcp; patient mentioned that their doctor retired but that they still go to the same office and that is the office that initially paged for a rep. Agent sent an email to the field.